Event description:
Healthcare professional reported a right side rupture. Device remains implanted. An ultrasound confirmed the rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken and opening on the anterior side assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced. An ultrasound confirmed the rupture.

Event description:
Device has been explanted and replaced.